Manufacturer narrative:
One unit was returned for evaluation in used condition. As received, there were no damages or anomalies observed. Functional testing was performed and no leakage was observed. The complaint of leakage cannot be confirmed nor replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B3: december 2025 was the month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported and confirmed that liquid was leaking from the bag inside the case during drug filling. This occurred during priming. There was no patient involvement.